Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported that their facility has some difficulty with insufflating the balloon for eus scope since they have the new j10 series. A lot of frustration for nurse team and doctor are very disappointed to have to do a procedure without balloon. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information type of report: follow up #1. If follow-up, what type? Device evaluated by manufacturer. Adverse event problem: coding changed based on the investigation result. Additional information: device manufacturer date. Evaluation summary: during the pre-procedure check, so we asked to inspect the scopes at the pentax repair center and found that air/water port o-rings were getting chipped or damaged which was the direct cause of not insufflating eus balloons on these scopes. In a further investigation on site, it was found that the same port was getting brush cleaning as well as air drying with a powerful jet. Both were making the o-ring rubber more fragile and susceptible to breaking more frequently and easily. Pentax customer representative was able to correct this by providing user training and correct steps as per the IFU. These measures have eliminated the root cause and have been confirmed to have resolved the complaint.